Manufacturer narrative:
Per the customer, a proactive procedure has been implemented to verify unexpected results prior to reporting results outside the lab thereby preventing potential risk to patient safety. The customer procedure is to repeat every accutni value that is greater than 0.11ng/ml. The customer emphasized that they re-spin the specimen(s) prior to retesting. Service was offered at the time of initial contact, but the customer declined as there were no instrument malfunctions reported for this event. A definitive root cause has not been determined to date.

Manufacturer narrative:
Per the customer, a proactive procedure has been implemented to verify unexpected results prior to reporting results outside the lab thereby preventing potential risk to patient safety. The customer procedure is to repeat every accutni value that is greater than 0.11ng/ml. The customer emphasized that they re-spin the specimen(s) prior to retesting. Service was offered at the time of initial contact, but the customer declined as there were no instrument malfunctions reported for this event. A definitive root cause has not been determined to date. This follow up is submitted to correct the typo observed in the original report. The patient identifier should have been (B)(6). This section has been corrected.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results for an unknown number of patients that were generated by the unicel dxc 600i access immunoassay system. Repeat analysis of each specimen gave normal results. No erroneous results were reported out of the laboratory. No specific patient results were provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or any change to patient treatment attributed to or connected to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results for an unknown number of patients that were generated by the unicel dxc 600i access immunoassay system. Repeat analysis of each specimen gave normal results. No erroneous results were reported out of the laboratory. No specific patient results were provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or any change to patient treatment attributed to or connected to this event.